Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine device change out procedure. The device was interrogated prior to the procedure and all the parameters were in acceptable range. After the right ventricular lead was connected to the new device, the lead exhibited high defibrillation impedance. The physician performed stress test with a high output shock and a high voltage diagnostic testing. During both the shocks the high voltage impedance was in range. The patient was in stable patient condition during and after procedure and would continue to be monitored on merlin.net